Event description:
Report was received from the USA stating that the device has an e6 error message one the console that was observed during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e-6 error message on console" could not be confirmed. However, during service and repair, the motor did exhibit evidence of improper cleaning and immersion, including dried biological debris in and around the locking sleeve. It is possible that if the unit were still wet or damp due to immersion, it could have caused a short error. Furthermore, it would be possible that the reported error code could not be duplicated during eval because the unit had dried out. If add'l info is received a supplemental report will be submitted.